Event description:
It was reported by service report that the head-right load wheel had broken free from the headsection. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting.